Event description:
The care giver (cg) contacted baxter's technical service center regarding check heater line alarm which occurred during use during drain 4 of 5. The cg stated that he had changed out the cassette and reattached the same bags in an attempt to resolve the alarm. The baxter technical services representative explained that the supplies were then compromised and that the cg would have to start over with new supplies. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2011. The cg stated that he was aware of the contamination risk that exists when only switching out parts of the set up, but he did not want to waste bags. Bps advised that baxter recommends to switch out the entire set up when starting over with new supplies. The patient's therapy has been going well since. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error- failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.